Manufacturer narrative:
Device evaluation: the report of suspected internal percutaneous lead wire damage causing pump stoppages was confirmed through the evaluation of vad-10376. The distal end of the percutaneous lead was returned and evaluated; no issues were discovered during the evaluation of the returned portion of the lead. Following the repair, the patient experienced additional alarms and was provided a modified (ungrounded) patient cable on (B)(6) 2015. The patient remained ongoing on vad-10376 and the ungrounded patient cable for approximately 6 months with no further related issues reported until information was received indicating that the patient had experienced additional pump stoppages in (B)(6) 2015, which had occurred while connected to both the ungrounded patient cable and batteries. The patient received a pump exchange due to a suspected internal percutaneous lead issue on (B)(6) 2015. Examination of the returned device did not reveal any depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The percutaneous lead was returned cut approximately 6.5 inches from the pump housing and the remainder of the lead was not returned. Continuity testing of the returned portion of the lead extending from the pump housing revealed that all wires were electrically intact. Examination of the returned portion of the lead revealed breakdown of the braided shield at approximately 5 inches from the nipple of the pump housing. Visual examination of the underlying wires revealed breaches to the red and orange wire insulation at approximately 5.25 inches from the nipple of the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. Visual examination under a microscope and hipot testing did not reveal any additional areas of compromised wire insulation along the returned portion of the lead. The red and orange wires represent the two redundant wires that comprise phase 3 of the three phase motor. If the exposed conductors of the red or orange wire contacted the braided shield while operating on tethered power (such as the power module), the resulting short to ground would have caused the reported interruption in pump function prior to the date the patient began using the ungrounded patient cable. However, the patient had reportedly experienced additional alarms while using an ungrounded patient cable and while connected to batteries months following the distal end percutaneous lead replacement, suggesting breaches to wires from at least two different phases on the proximal side of the repair site. No additional breaches were identified on the returned portion of the lead extending from the pump housing and a cause for the alarms while connected to batteries and while using the ungrounded patient cable could not be determined based on this evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient experienced an anoxic brain injury during surgery and developed seizures post operation day #1 (following the pump exchange). The creatinine was reported to be 3.2 and it was stated that the patient was experiencing multi system organ failure symptoms during the post operation course. The patient was on argatroban for anticoagulation. Neurology was consulted and the family made the decision to withdraw care on (B)(6) 2015. The new pump was not removed. The pump was reportedly functioning as expected.

Manufacturer narrative:
The referenced percutaneous lead replacement was reported under medwatch MFR report# 2916596-2015-00450. Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device: 4 years and 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented for a consultation regarding a pump exchange with an active drive line fault that was cleared by the vad staff. The patient had a previous percutaneous lead replacement on (B)(6) 2015 after which pump stoppage events reoccurred. Since that time, the patient has been using an ungrounded power module patient cable due to suspected internal percutaneous lead compromise. A review of the device history noted that a pump stoppage event had occurred on (B)(6) 2015. The patient's primary system controller had only been in use for several months. The patient was reported to be asymptomatic. A pump exchange was performed on (B)(6) 2015.